Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that yesterday he was violently sick and his blood glucose was 390 mg/dl at the time of the incident. Customer's current blood glucose was 418 mg/dl. Customer had symptoms of vomiting and diarrhea due to the high blood glucose. Customer has not treated. Customer stated that the drive support cap appears normal. Customer performed the high pressure twice and the pump failed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer changed the set this morning and stated that there were no air bubbles.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.